Event description:
A physician successfully positioned and deployed a xact stent into the right internal carotid artery. On exam, the day following the stenting, the pt had partial hemianopia and left upper extremity weakness. The pt was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.